Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hodgkin's disease. Concurrent conditions included chest wall mass and asthenia. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced pruritus ("itchy skin") and dizziness ("dizziness"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)") and vulvovaginal pain ("vaginal pain"). On (B)(6) 2016, the patient experienced anxiety ("psychological or psychiatric problems condition:anxiety") and depression ("depression"). On an unknown date, the patient experienced genital haemorrhage ("bleeding") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (full),oophorectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, back pain, dysmenorrhoea and vulvovaginal pain had resolved, the fatigue, vaginal haemorrhage, menorrhagia, pruritus and dizziness outcome was unknown and the anxiety and depression was resolving. The reporter considered abdominal pain, anxiety, back pain, depression, dizziness, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, pelvic pain, pruritus, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: she received treatment for bleeding, pain- pelvic/ abdominal pain, back pain. Date(s) of insertion: on (B)(6) 2015 (per pfs) discrepancy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2015: total bilateral occlusion. Imaging procedure: on (B)(6) 2015: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-feb-2020: pfs received- new event abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: anxiety, depression, dysmenorrhea (cramping), itchy skin; dizziness, vaginal pain. Were added. Event outcome of vaginal pain was updated as recovered resolved. Concomitant condition were added. Lab data was added. Reporters information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), genital haemorrhage (seriousness criterion medically significant) and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy (full),oophorectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, back pain and genital haemorrhage had resolved and the fatigue outcome was unknown. The reporter considered abdominal pain, back pain, fatigue, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: she received treatment for bleeding, pain- pelvic/ abdominal pain, back pain. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2015: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2019: new pfs received- event ¿ injury¿ replaced with new events pain- pelvic/ abdominal pain ,back pain, bleeding, fatigue. Outcome of events pain, bleeding from unknown to recovered/resolved and product indication were updated. Lab data was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.